Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit, metal part was exposed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the reported damage to the outer sheath at a certain section is attributed to poor watertightness of the cable unit, which resulted in exposure of the metal part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had damage to the outer sheath at a certain section. The event occurred during an unspecified procedure, and there were no reports of patient harm.